Event description:
The peritoneal dialysis registered nurse (pd rn) contacted baxter healthcare regarding several mini caps that were found dry. The pd rn stated their home patient (hp) opened a box of mini caps and went through several caps just to find one that was viable to use. Upon follow up call, the pd rn stated the patient had provided them with three actual samples of dry mini caps. They stated there was no visual damage found to the packaging or anything abnormal to any of the caps other then the caps being dry. The pd rn stated all caps were stored properly. The patient has not been affected negatively by the caps, and has been able to continue therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: this complaint was not confirmed in plant evaluation of representative samples returned for evaluation. A batch review for the problem during manufacturing showed no related conditions. Since no problem was found with the returned samples during evaluation and no further information of any problem is known, no root cause can be determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).